Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user perceived meal insulin doses as too high and had been routinely announcing ¿less than¿ meals or announcing meals more than 30 minutes after eating to correct hyperglycemia while using the ilet bionic pancreas with a dexcom g6, which resulted in algorithm maladaptation and glycemic excursions. The user experienced symptoms including hyperglycemia up to 267 mg/dl for less than 30 minutes and hypoglycemia down to 35 mg/dl for less than 30 minutes, with device low and urgent low alerts. Outcomes included self-treatment with oral glucose in the form of large amounts of apple juice, and no medical intervention or assistance was required. An investigation was conducted which included customer care review, troubleshooting, and user education on correct meal announcement timing, avoidance of using meal announcements for correction, appropriate use of the correction feature, treatment of hypoglycemia using the 15-15 rule, and guidance not to announce meals under approximately 20¿25 grams of carbohydrates. Additional training was scheduled and a factory reset to restart device learning was discussed. Investigation of the case determined that user technique and use error related to meal announcements and timing contributed to both hyperglycemia and hypoglycemia while the device functioned as designed. Based on previously established findings for similar reports, it was concluded that the cause was user error and inadequate training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.